Event description:
A flowonix distal catheter segment and clear shroud was returned without additional information. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".